Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 20075996, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients device was causing stomach and rib pain. It was alo reported that the stimulation aggravated restlessness of the legs and does not provide adequate pain relief. The patient underwent an explant procedure.